Event description:
It was reported that (4) devices were used during a endocolectomy procedure. It was reported by the affiliate during the procedure, after having gone in and out of the 512sd and 512st trocars with instruments, the external seal breaks radially, so there is air leakage and the pneumoperitoneum cannot be maintained and the operation is prolonged. Using another trocar lot, it presented the same problem. It was unknown how the case was completed. There was no further consequence to the pt. No devices were returned.